Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a procedure in the respiratory field, a part of the interior of the single-use biopsy valve chipped and fell off into the body. The part that fell was retrieved. The procedure name, procedure purpose, details of the part that fell off, and retrieval method were all unknown. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device inspection found that the biopsy valve was broken, and a broken piece of the biopsy valve fell off. The broken piece was confirmed to have been retrieved. The shape of the broken piece matched the damaged part of the biopsy valve, therefore it was believed that the fallen rubber piece is part of the biopsy valve. The returned device was damaged, so a representative device was used to perform functional testing. As a result, the following was found: even when the biopsy forceps was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the biopsy forceps was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. Based on the results of the investigation, the event was caused by component failure of the biopsy valve. The cause of the biopsy valve failure could not be determined. The cause of the damage to the biopsy valve may be that the insertion and removal of the biopsy forceps was done at an angle, making it heavier and causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.